Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of moisture damage and damage from the insulin pump. The customer's blood glucose reading was 399 mg/dl. The customer treated with shots. The customer stated that the pump broke while he was at school. The customer stated that there was insulin inside the reservoir compartment. The customer changed the reservoir today and it was empty. The customer stated that the display went blank immediately after the pump was exposed to moisture. The customer mentioned damage on the top right and left side of the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.